Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a "tpa bolus delivered at wrong rate, delaying medication administered to be given by stroke guideline recommendations time frame.¿ the biomed stated that "the pump data showed that the user strayed from the proper workflow and the default values when programming the device leading to the programmed rate being below what it should have been. "This event occurred due to a user error, there will be no investigation performed per facility. Although requested, no further details were provided by the customer for this event.